Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced air bubbles. The customer stated her blood glucose has been fluctuating from 117mg/dl-261mg/dl. Customer also having problems with air bubbles in the tubing and reservoir which may be causing bad delivery and high blood glucose. The customer was advised the cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery. The customer was advised to monitor device and call back if needed.